Event description:
A report was received on (B)(6) 2023 from a 57-year-old male patient with a medical history including end stage renal disease, who stated his potassium level decreased to 2.9 meq/l from a ¿normal¿ level of 4.1 meq/l. The patient was evaluated at the emergency department (ed) and received oral and intravenous potassium (dose not specified) on (B)(6) 2023. Additional information was received . On (B)(6) 2023 from the home therapy nurse (htn) stating that the patient was in treatment and experienced palpitations and sought evaluation in the ed. The patient also experienced lightheadedness in the ed. Per the htn, the patient has not made changes to his diet and his dialysis therapy has not changed. The patient has recovered without sequelae and continues to treat with the nxstage system.

Manufacturer narrative:
The involved device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. Factors outside the scope of nxstage therapy can impact the patient''s electrolytes, these include but are not limited to dietary and supplemental intake and the patient''s comorbidities. The user guide (ug) warns "appropriate monitoring of the patient¿s hemodynamic, fluid, electrolyte, and acid-base balance should be performed regularly, per physician orders, to ensure appropriate response to therapy". UDI: (B)(4).